Event description:
The facility's vendor administrator reported to baxter (B)(4) that an interlink continu-flo set had tubing coming out of an injection site. This occurred when 15c triage was hanging an intravenous (IV). There was a patient involved but there was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.